Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the te recognition test. The cause for the test failure and the reported alarms was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving check therapy pad messages.